Event description:
User facility alleged blood glucose results of 408 mg/dl on inform system 1, 161 mg/dl, on inform system 1, and 349 mg/dl on inform system 2 when testing was performed back-to-back. The user facility provided no details concerning the patient's diagnosis, condition, or treatment. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect devices and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. (B)(4).